Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's transmitter did not blink when connected to their sensor. Customer's blood glucose was 432 mg/dl. The customer had treated their blood glucose with the insulin pump. Troubleshooting found the customer's sensor was bent. Customer also reported receiving a lost sensor alarm. The customer's sensor will be replaced. No additional information provided.